Event description:
It was reported that after a da vinci prostatectomy procedure, by confirming the tip of the prograsp forceps instrument, it was found that the wire was released from the pulley. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was derailed at the distal clevis hub. The hub did not exhibit any wear. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.